Event description:
A journal article was reviewed that contained information regarding this device and lead. It was reported that the lead had unacceptable thresholds. After polarity modifications and lead repositioning, the patient was still not "successfully internally defibrillated." Three external rescues were required. The lead was replaced. The device status is unknown. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Since no device ID was provided, it is unknown if this event has been previously reported. Without a lot number or device serial number, the manufacturing date cannot be determined. Referenced article: "coronary sinus shocking lead as salvage in patients with advanced chf and high defibrillation thresholds." Pace pacing clin. Electrophysiol. August 1;33(8):967-972.